Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Dimensions taken are within spec. The reamer shaft has fractured near the junction with the reamer head. Scratches and wear were observed on both pieces along with sticky tape residue. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause is determined to be wear and tear from use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that upon removal of the reamer during the procedure, the tip of the reamer was discovered to be fractured. No patient consequences have been reported as a result of the malfunction. Attempts have been made to obtain additional information and further information is not available at this time.